Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips the device experienced a noisy ECG signal. There was no report of patient involvement.